Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was an abnormality and feel to the silicone tubing between occluder feet causing the occluder feet to not completely clamp off the tubing when closing the twist clamp. Functional testing was performed including leak and clear passage testing with no issues noted. During clamp function testing, it was observed that there was a leak through the closed clamp. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tsunagu transfer set was leaking from an unspecified location. Six days after the leak, the patient was diagnosed with peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis and the transfer set was replaced. On an unspecified date, the patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.